Event description:
On (B)(6) 2026 it was reported that on (B)(6) 2026 the user experienced hypoglycemia resulting in seizure and hospitalization. The user was transported by emergency medical services to the hospital, treated for hypoglycemia, and discharged following stabilization. No long-term health effects were reported.

Manufacturer narrative:
The user experienced severe hypoglycemia resulting in seizure and hospitalization while on ilet therapy. Severe hypoglycemia can result in acute neurologic compromise requiring emergency medical intervention and inpatient monitoring, and is consistent with the reported ems transport and hospital admission including intensive care unit level of care. Engineering log review confirmed that device data corresponding to the reported event date were available and showed no malfunction alerts, no factory reset, and no motor errors. Device data confirmed hypoglycemia on the reported event date. Device data show insulin was manually paused at 11:50 pm, consistent with initiation of a supply change process, and a full rewind of the piston occurred at 12:04 am; however, it is possible that a cartridge was inserted prior to completing the rewind step while still connected, resulting in unintended insulin delivery. Based on available information, the event was attributed to use-related factors involving failure to follow cartridge change instructions, and no device malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted.